Manufacturer narrative:
(B)(4). The patient was treated with two rounds of unspecified antibiotics via the peritoneal route (medication, dosage, frequency, and duration not reported) and unspecified intravenous antibiotics for several weeks while the patient was an outpatient (medication, dosage, frequency, and specific duration not reported) for the peritonitis event. The minicap defect was reported to be the foam insert was missing or displaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by fever, chills, and cloudy effluent. The cause of the peritonitis was reported to be performing therapy with a minicap that had an unspecified defect. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient received treatment with unspecified antibiotics (dose, duration, frequency and route not reported) and unspecified antibiotics (orally, dose and frequency not reported) for peritonitis. The patient was discharged from the hospital after sixteen days. At the time of this report, the patient was being treated with oral antibiotics and was recovering from the peritonitis event. On an unreported date, during hospitalization, the pd catheter was removed and the patient was started on hemodialysis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was manufactured from 6/20/14 ¿ 6/27/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.